Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/23/2010, electrode belt: 02/22/2010.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 in the morning. The patient's wife reported that the patient had been treated by the lifevest and the device was removed. She reported he was taken to the hospital and died there while not wearing the vest. Review of the event indicates that the patient experienced an inappropriate defibrillation event prior to passing. At 06:20:38 the device appropriately detected and alarmed for vt. The patient was in vt for 37 seconds before the rhythm self-converted to a sinus rhythm with pacs. The response buttons were pressed following the brief arrhythmia. At 6:58:26, the patient received one inappropriate treatment. Nsvt at 200 bpm contributed to the false detection. 15 seconds prior to the treatment the patient's rhythm converted from nsvt to paroxysmal atrial tachycardia (pat). The post shock rhythm was sinus tachycardia at 125 bpm with pacs. The electrode belt was disconnected at 9:12:26. The rhythm at the time of device deactivation was atrial fibrillation at 140 bpm. The patient subsequently passed away while in the hospital.